Manufacturer narrative:
The reporter¿s meter was provided for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Upon review of the meter memory, the alleged value of 2.6 inr was observed on (B)(6) 2023, not on (B)(6) 2023. The obtained qc values were observed in the meter memory without issues. No meter memory issues were observed. Values were saved according to date and time. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer's meter was requested for investigation and a replacement product was sent to the customer. Medwatch field occupation - the occupation is patient/consumer.

Event description:
It was alleged that there was an issue with the display of coaguchek vantus meter serial number (B)(4). The customer could not clearly see the results in the results field of the meter display. A color display test was performed on the meter and it displayed the colors as it should. The customer advised she saw six numbers across the screen, such as "62489" and that it was not showing her inr result. At around 2:00 p.m. On (B)(6) 2023, the customer measured a value of 2.6 inr on the meter. When checking the meter's patient result memory, this value was not observed.